Event description:
Boston scientific received information that during a routine follow-up visit, review of the trend data for the right atrial (ra) lead showed that it has exhibited erratic impedance measurements for approximately three months. The field representative noted that the ra lead impedance measurements are now greater than 2500 ohms and the there is atrial loss of capture at maximum outputs. A revision procedure was performed and the ra lead was surgically abandoned due to the high out of range impedance measurements and loss of capture. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.